Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported the tabletop illuminator needed replacement before a procedure. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate replicating the reported event. However, the tabletop illuminator module and the lamp were both replaced. The system was tested and found to meet product specifications. The system was manufactured on september 30, 2008. Based on qa assessment, the product met specifications at the time of release. A tabletop illuminator module and a lamp were received for evaluation. A visual assessment of the returned samples revealed no obvious nonconformity. A known good lamp was installed into the sample illuminator module and connected to a calibrated system for functional testing. When connected the system displayed system message (sm). The sample was opened and the left louver was found to be dislodged from the stepper motor. The louver was reattached and the module was reconnected to the system where it was found to meet specifications. The sample lamp was then installed into the sample illuminator and installed into the system. The system then displayed the sm. Based on the information obtained the root cause of the reported illumination issues can be attributed to both the louver and the lamp. However, how or when these components became nonconforming cannot be determined conclusively. (B)(4).